Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged that the pump emitted a cs 087 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: during investigation, there was a cs 087 alarm observed in the black box and alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms duplicated during this time. The boluses were performed successfully with no cs alarms duplicated. The pump cover was removed and there was no evidence of internal moisture observed. There was no damage to the printed circuit board or internal components found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).